Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection revealed the t1, t2, and suture were not returned. The needle overmold assembly is slightly bent. There is bio debris present. A functional evaluation of the device could not be performed because the device is already deployed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include failure to fully actuate the device during implantation. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference:(B)(4).

Event description:
It was reported that during a meniscus repair, after t1 of the fast-fix was implanted, t2 deployed failure, the implant was removed from the patient with suction. The procedure was completed with a s+n back up device. There was a non-significant surgical delay and no further complications were reported.